Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7115794.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation wherein causing symptoms of dysarthria and choking easily when eating shortly after undergoing the implant procedure. A magnetic resonance imaging (MRI) was performed and confirmed the patient had developed left sided peri-lead cerebral edema and the right-sided cerebral edema developed into a cyst around the lead. The patient was administered medication and will receive continuous follow up through computed tomography (CT) scans.